Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure of the leadless implantable pulse generator (ipg) the introducer was leaking at the hemostatic valve. The introducer was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full introducer was returned and analyzed. The analysis indicated that the distal seal of the delivery system introducer was damaged. Visual analysis of the introducer indicated damage during use. The analyst noted the full introducer was returned with the dilator inserted into the sheath of the introducer. The flush tube is kinked at the 14.2 cm from the proximal end of the side port assembly. There is blood on the shaft of the dilator at 8 cm from the distal end of the dilator. There is blood at the distal end of the sheath. The sheath is damaged at the distal end of the sheath. There is blood on the distal seal in the seal housing. The distal seal is torn. If information is provided in the future, a supplemental report will be issued.